Manufacturer narrative:
The device was not returned for analysis. The analysis is therefore based on the inspection of the quality documents accompanying this particular device. The mfg process for this device was re-investigated. All production steps had been performed accordingly. There was no sign of any inconsistency during the mfg process, which might be related to the clinical observation. In summary, the device was not returned for analysis. The review of the quality documents confirmed a regular device mfg.

Event description:
Boston scientific rec'd info that this local rep contacted technical services to report that this pt was presented to the electrophysiology (ep) laboratory in (B)(6) 2011 for a scheduled device replacement procedure. The pt was presented back to the electrophysiology (ep) laboratory in (B)(6) 2011 for device and lead system extraction due to infection. Following the procedure, the pt's health status deteriorated and the pt died. The cause of death was attributed to infection and other co-morbidities. As no further info concerning this report is expected, our investigation is complete. This investigation will be updated should further info be provided.